Event description:
Pt called back from number in phone 2. Pt reported information previously documented in this case. Pt also mentioned that their current ins never even came close to working as good as their previous ins. Pt said they have emphysema and rheumatoid arthritis and that their pain was really bad (pain in left leg and knee). Pt was looking to get in touch with a different rep than they saw last time. Pt mentioned that rep made the pt meet in a different hcp office that did not work with manufacturer devices and pt said rep told the pt to "tell the hcp that I did a good job".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said they'd had problems with their ins and said with their current ins, they had more stimulation, especially in their left leg (their actual leg, not the "stub"). Pt said they take methidone for nerve damage, and said before pt had the ins put in, they had the right leg amputated, but the hcp never removed the nerves so pt was living off of 6 80 mg oxys a day. Pt said they had been trying to get another lead put in for almost 3 years now and has been x-rayed probably 4 times and had a CT done. Pt also said they were transferred to another pain hcp who was now helping the pt. Pt said due to the issues with their ins, their new hcp was going to put another lead in the pt's back. Pt said their hcp was going to check on the lead, but hadn't gotten back to the pt yet. Pt asked if there was anything pt had to do on their end in order to get another lead put in. Pss redirected to hcp to check on lead status and to contact local rep if needed. Pt said the reps had done a good job each time pt has called into ps and met with a rep afterwards. Pt confirmed this was the same issue as documented in this case. Pss documenting information given during the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt on june 10th, 2022. The pt repeated information previously reported in this case. Pt repeated that they've been working with their hcp to get another lead and have had 4 x-rays done and CT scans and keep being passed around to new people. Pt stated when they were first implanted with their therapy, it relieved about80% of their pain. Pt stated they recently got a new hcp but could not remember their name. Pt asked if there was something negative on file about them that's causing them to not get the care/attention they need. Patient services reviewed information and recommended they continue to work with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and post lumbar laminectomy syndrome. It was reported that the stimulation had moved to the patient¿s back and the patient has been ¿pulling muscles to the point that they have trouble walking.¿ the patient reported that their leg was amputated and that the stimulation should be at the end of their ¿stub.¿ however, the patient reported that the stimulation moved to the top of their chest. The patient reported that stimulation still hits their leg, but at 60% - 70% of what it was before. The patient mentioned that they met with a manufacturer representative and they ¿added a lot of options¿ and game the patient the ability to turn stimulation on and off and change the stimulation settings. The patient stated that they were ¿working with it like crazy and it¿s not moving¿ (in reference to the stimulation). The patient reported that the ins was dying about every 48 hours. The patient mentioned that they can't go to sleep without stimulation. Additional information was received from the patient. It was reported that since date of implant, the scs hasn't stimulated the areas that it should. Patient has worked with a rep since shortly after the date of implant and he has not been able to get the stimulation in the right spot. The scs stimulates areas that it shouldn't (like his groin). Patient gets about 50% pain relief from his scs but his restore scs gave him 80% pain relief and that is what he is hoping for. Patient was redirected to their hcp. Additional information was received from a consumer and a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the patient has needed to have his spinal cord stimulation adjusted due to a lack of therapeutic effect. The current stimulation was making his knee and foot cramp up, and 75% of his stimulation is stimulating the wrong part of his body. The patient¿s left testicle is enlarged (pre-existing issue); however, the stimulation is aggravating it. The patient¿s medical history also includes having his right leg as a stub due to a motorcycle accident, only having one lead wire, and having cartilage removed from his knee. The patient has not been using his stimulation due to how uncomfortable the stimulation is. The patient was looking to have his spinal cord stimulation programmed back to give him the relief that it did when he was implanted. The patient had mentioned that he needs an adjustment due to ¿a lot of pain and malfunction that is happening.¿ the patient noted that it has been getting worse since waiting for an adjustment. It was confirmed that the patient was referring to the loss of therapeutic effect. The patient reiterated issue of the ins not providing therapeutic effect. The patient reported that the ins doesn't take charge and is depleted after 24 hours which started 1.5-2 weeks ago. The patient stated he was now getting a new ins placed however the was date unknown.